Manufacturer narrative:
Reported event was confirmed by review of revision op notes. Revision op note demonstrated that the left hip was revised due to tissue reaction. Metallosis was noted around the capsule. The cup was well-fixed with some posterior wall bone loss. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 1818910-2021-03092-1 one m2a 38mmx54mm cup was returned and evaluated. Upon visual inspection there is a dull section of the outside diameter. The shell has scuffing on the inside radius of the device. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk m2a-magnum head. Unknown taper adapter. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09454. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to elevated metal ions approximately 15 years post initial surgery due to pain, discomfort, lack of mobility and elevated metal ions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : m2a 38 modular head # item 11-173661 lot 079990, bi-metric/x por nc # item x180311 lot 99690. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to elevated metal ions approximately 15 years post initial surgery due to pain, discomfort, lack of mobility and elevated metal ions. Surgeon noted metallosis to the hip area, with adverse soft tissue damage. Acetabular bone loss was noted as well to posterior area.